Event description:
Same case as MDR ID 2134265-2014-02487. (B)(4). It was reported that angina and restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and underwent cardiac catheterization. Target lesion #1 was an in stent restenotic lesion located in the mid right coronary artery (rca) with 95% stenosis and was 26 mm long with a reference vessel diameter of 3.0 mm. It was treated with predilatation and placement of 3 mm x 38 mm and 3.5 mm x 16 mm ion stents in an overlapping manner. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de-novo lesion located in the ramus artery with 95% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. It was treated with direct stent placement using a 2.50 mm x 20 mm ion stent with 0% residual stenosis. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was hospitalized due to unstable angina. The 90% diffuse restenosis of the previously placed study stents located in the mid rca extending to distal rca was treated with balloon angioplasty and placement of an unspecified drug eluting stent, resulting in 0% residual stenosis. One day post procedure, the event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem-corrected and updated. Relevant tests/lab data-updated. Patient code-updated. (B)(4).

Event description:
It was further reported that prior to index procedure, the patient was diagnosed as non-st elevation myocardial infarction (mi). Patient was referred for cardiac catherization and coronary angiography was performed. The target lesion was located in the proximal right coronary artery (rca) extending to mid rca and not mid rca to distal rca as previously reported. In addition, at the time of event, the patient was presented with chest pain and patient had a positive nuclear stress test. Coronary angiography was performed and revealed: widely patent previously placed stent in ramus and 90% distal edge restenosis of the previously placed study stent in proximal rca extending to mid rca . The lesion was treated with placement of 3.00x38 and 3.0x18 non-bsc stents in mid rca extending to distal rca in an overlapping manner. One day post procedure, the patient was discharged on aspirin and clopidogrel.